Manufacturer narrative:
Date sent: 06/22/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the transitional drive shaft to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the hhex is making noise and is not allowing the probes to connect. The customer was able to complete the biopsy. There have been no pt consequences.